Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (mid 200s mg/dl) and cause was unknown. Customer addressed elevated bg by delivering correction boluses via the pump. Customer reported that a healthcare provider would be consulted. Although requested, no additional information was provided by the customer.